Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file review. The log file spanned approximately 3 days (05feb2021 to 08feb2021 per the timestamp). An atypical no external power alarm activated on (B)(6) 2021 at 07:20 due to the rsoc voltage diminishing to 2.6v while the device was connected to mobile power unit. The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after the device reconnecting a power source. No other notable alarm was observed. The mobile power unit, serial (B)(6), was not returned for analysis. Additional information on 19jul2021 stated that the mpu will not be returning and has the v-lock cable. It was not known whether the power cord came loose at the wall outlet or the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that per the patient's wife, the events occur while the hooked up to ac power. A log file review was requested. Technical services (ts) reviewed the log file and observed low speed, pump stop, and low flow events starting at the beginning of the log on 05feb2021 and continuing until 07feb2021 anytime the patient was using the mobile power unit (mpu). The pump had a hard time maintaining the fixed speed when using the mpu. Closure of the pump investigation concluded incidental finding of a no external power alarm as the result of a loss of ac power to the mobile power unit (mpu). Related manufacturer's report number for the pump: MFR# 2916596-2021-00781.